Manufacturer narrative:
D10: lgc tibial fit tray cem sz 6f / 5t (cat# 02-012-45-6050 / serial# (B)(6)). Logic tibia ps mod insrt sz 6 9mm (cat# 02-012-35-6009 / serial# (B)(6)). The revision reported may have been due to prosthesis wear, and/or the result of an insufficient bond between the femoral component and the bone, which resulted in aseptic femoral loosening. An additional reason for the reported revision may have been inclusion of the polyethylene in the packaging recall. Prosthesis wear was confirmed on the tibial insert; however, the reported femoral loosening and patellar prosthesis wear could not be confirmed from the provided information. All potential contributions of user and patient-related considerations to the event could not be assessed as the patella component was not available for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Revision was done based on femur being loose. Was revised to a depuy revision knee. Revision was done by depuy..rep was at hospital and told a revision was being done and exactech implants were being removed. Patient was last known to be in stable condition following the event.